Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9122779. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-05-02. Medical device lot #: 9228350. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-08-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter and stopper issues were found before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "(deformed stopper) (fm got mixed). " 4 occurrences were reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect and foreign matter with the incident lot were observed. Additionally, evaluation of the customer samples was performed and molding defect and foreign matter were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 796739. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported that foreign matter and stopper issues were found before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "(deformed stopper) (fm got mixed) " 4 occurrences were reported.